Event description:
After physician ordered the foley catheter to be discontinued from a pt, a staff member proceeded to perform the procedure. Procedure explained to the pt, 10cc syringe inserted to deflate the balloon, 6cc of water expelled. More fluid was suspected to be in the balloon and the procedure was repeated, another cc of water discarded. When the port was cut, no fluid came out from that port so staff member pulled the catheter. He met resistance. He cut the balloon port with scissors. When the port was cut, no fluid came out from that port so staff member went ahead and pulled the catheter. When the catheter was pulled out, there was still 1 1/2 - 2 cc of fluid inside the balloon which created discomfort to the pt. When the balloon port that contains the injection valve was cut, any fluid in the balloon should automatically come out. The balloon should deflate itself.